Event description:
It was reported that approximately 2 years post xience v stent implantation in the 2nd obtuse marginal artery (2om), the patient experienced a sudden onset of chest discomfort. The symptoms resolved within 15 minutes, but the event was diagnosed as a non-st elevation myocardial infarction (nstemi). On (B)(6) 2010, angiogram showed a widely patent xience v stent in the 2om; however, within 5mm of the distal stent edge was a new lesion which was stented in an overlapping fashion with a drug eluting stent. There was no adverse patient sequela reported and one day post procedure, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina, stenosis and myocardial infarction (mi) are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.